Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device failed cutter insertion (cannot insert cutter) and the neuro-tip foot had been drilled into. It was determined that the condition of the cannot insert cutter was due to the bearings being worn out and creating a situation where the cutter was not able to be inserted. This is because the bearings are no longer in axial alignment not allowing the cutter to pass through. The assignable root cause of this condition was determined to be due to wear from normal use and servicing over time. Failure was caused by worn out bearings. It was further determined that the cause of the craniotome foot drilled was failure to follow the directions for use (dfu). When the burr is improperly loaded into the attachment and then installed onto the drill, the burr does not seat properly in the locking chamber. The attachment can be forced into position which places the distal tip of the burr in compression. At this point, the tip of the burr is in direct contact with the neuro tip of the attachment. When the drill is started, the burr drills into or through the neuro tip. It was determined that the assignable root cause of this failure (neuro-tip foot had been drilled into) was caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the craniotome device was not working. During in-house engineering evaluation it was observed that the neuro tip of the device had been drilled into. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned surgical procedure due to the event. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.